Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2003.

Event description:
The lead was returned to the manufacturer and, subsequently, tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.